Manufacturer narrative:
Initial reporter address 1: (B)(6).

Event description:
It was reported that a balloon rupture occurred. The 80-90% stenosed target lesion was located in the moderately tortuous and severely calcified arteriovenous fistula. A 5.00mm/ 2.0cm/ 50cm peripheral cutting balloon was selected for use. During the procedure, it was noted that the balloon burst within 40-50 seconds. The device was removed, and procedure was completed with another of the same device. There were no complications reported and the patient was stable post procedure.

Event description:
It was reported that a balloon rupture occurred. The 80-90% stenosed target lesion was located in the moderately tortuous and severely calcified arteriovenous fistula. A 5.00mm/ 2.0cm/ 50cm peripheral cutting balloon was selected for use. During the procedure, it was noted that the balloon burst within 40-50 seconds. The device was removed, and procedure was completed with another of the same device. There were no complications reported and the patient was stable post procedure.

Manufacturer narrative:
E1. Initial reporter address 1: (B)(6). Device evaluated by manufacturer: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 2mm proximal of the proximal markerband. A visual examination observed no damage to the tip of the device. A visual examination observed that one of the blades and blade pad had detached. A visual and tactile examination identified no kinks or damage to the shaft of the device.